Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that customer stated that some of the plastic pieces broke off around where the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect aware date. The correct aware date is 06-feb-2019. The initial report did not include the failure analysis results either. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. Unable to perform the displacement test due to the completely broken reservoir tube lip. The pump had broken battery tube threads and a missing reservoir tube o-ring.